Manufacturer narrative:
A sample from the patient was provided for investigations. Investigations of the patient's sample showed the sample contains a heterophilic antibody interference against a component of the assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The serial number of the e601 module is (B)(6). A sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from one patient tested with elecsys troponin I stat on a cobas 6000 e601 module. The results did not agree with the clinical symptoms of the patient. The patient's sample resulted in troponin I values of 0.99 ng/ml and 0.972 ng/ml. The results were above the reference value of the assay. A new sample collected from the patient also showed troponin I results that were consistent with those of the first sample. The results exceeded the reference value. The patient had no symptoms of chest pain, myocardial infarction, or cardiac muscle damage.